Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardio cath lab the pt had an intra-aortic balloon (iab) inserted via the left femoral artery. After the iab was inserted the pump did not start, therefore, the md checked the ECG lead and battery along with several other "conditions." The md exchanged the helium tank a second time and "it still doesn't work." After exchanging two helium bottles (in total) the intra-aortic balloon pump (iabp) therapy began. Product number for the helium tank is iah-09045, serial number (B)(4). There was no reported pt death, injury or complications. The iab therapy was delayed / interrupted for a few minutes. However, "there was no significant harmful outcome to the pt." Additional information received on (B)(6) 2012 from teleflex (B)(4) stated that the helium gauge did not increase after replacing the helium tanks. Only after the user replaced a total of two helium tanks did the helium gauge go up.